Event description:
It was reported that the physician thought that the ventricular lead may have fractured. Noise was recorded during lead manipulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.